Manufacturer narrative:
(B)(6). (B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from middle port. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.